Manufacturer narrative:
Updated data: b5 - additional information was received indicating that, per the physician, the patient's pressure loss and subsequent ventricular tachycardia storm was caused by hyperkalemia. It was unknown what caused the rise in potassium. No additional adverse patient effects were reported.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that according to the physician the patient's pressure was lost due to the patient going into a ventricular tachycardia storm. When the patient's chest was opened, a leak was not identified. The surgical valve implanted was a 21 mm non-medtronic valve. The patient made a full recovery and was discharged. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, during the guidewire placement, ventricular tachycardia occurred which required defibrillation. Ventricular tachycardia occurred again during the valve placement and a loss of pressure occurred. The valve was deployed at approximately a depth of 3 on non-coronary cusp and 4/5 on the left coronary cusp. This was reported as a ¿good¿ position. Cardiopulmonary resuscitation (CPR) was initiated. The chest was then opened to determine if there was a leak causing the no pressure. Cardiac massage was then performed and cardiac bypass was administered for stabilization. An image taken confirmed all coronaries were open but the valve had migrated up and out of the annulus. The physician thought the CPR and cardiac massage caused the valve to move. The physicians elected to surgically remove the transcatheter valve and implant a surgical valve. No additional adverse patient effects were reported.